Event description:
It was reported that during routine device replacement, the left ventricular lead could not be removed from the device header. The physician elected to leave the system implanted. On (B)(6) 2014, another procedure was performed and the lead was able to be removed from the device. The lead was connected to the new device and remained implanted. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.